Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what is the lot number?

Event description:
It was reported that a patient underwent a laparoscopic gastrectomy on (B)(6) 2021 and a suture clip was used. During the procedure, the nurse tried to load the clip into the applier but could not before use. The surgeon tried after that, then the clip was loaded but not the right position that was intended. Then it held the suture but not tightly. The device was used on the ligament. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.